Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy.

Event description:
The customer contacted baxter's service center regarding a check supply line alarm which occurred on the homechoice (hc) during use, and during the call it was reported that the patient had partially swapped out his setup. The technical service representative (tsr) determined that all of the bags were empty except for the bag of extraneal attached to the final line. The home patient (hp) disconnected the final line bag and connected a new bag on the line. When that did not work, he disconnected it again and connected it to the heater line instead. The tsr explained that the hp had introduced air into the set up. The tsr assisted the hp to end therapy. The tsr advised the hp to dispose of the supplies and either continue with manual bags or start over with all new supplies. The tsr also recommended that the hp let his peritoneal dialysis registered nurse know of the situation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.